Event description:
This report is being filed upon notification from our mr manufacturer in (B)(4) to submit this event that happened in (B)(6). Problem: the pt had a mr procedure. The pt was scanned with the sense cardiac coil with the feet first into the magnet. Immediately after the examination, two second degree burns with one 5 cm blister appeared on the inside of the thighs.

Manufacturer narrative:
(Conclusions) - the conclusion is that the burns are most likely caused by skin-skin contact. Skin-skin burns are a known cause for rf burns during an MRI scan. It was confirmed that the two skin surfaces of the thighs were touching each other. The best way to prevent skin-skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolating material between the skins. The instructions for use already contain extensive warnings.